Event description:
Boston scientific (formally guidant) received information that this pacemaker, which is included in the second population of a field advisory regarding the hermetic seal, filed litigation. The patient's lawyer reported that this litigation was due to the implant of a faulty or defective pacemaker that was manufactured and distributed by the company. No clinical observations were reported in relation to this pacemaker. Subsequently, the device was released from legal hold, as the case had been settled.

Manufacturer narrative:
Following legal hold release, a thorough evaluation of the device was performed at boston scientifics post market quality assurance laboratory. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. A series of electrical tests was also performed, and again, normal device function was observed. The device has been archived as meeting specifications.

Event description:
Event description guidant received information that this pacemaker, which is included in the second population of a recent field advisory regarding the hermetic seal. The patient's lawyer reported that this litigation was due to the implant of a faulty or defective pacemaker that was manufactured and distributed by the company. No clinical observations were reported in relation to this pacemaker.